Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records will be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent a port placement procedure using the powerport ti. 1 months and 15 days post procedure, the port allegedly found with slow infusion rate. It was further reported that post-infusion swelling developed at the subclavian site. The current status of the patient was unknown.

Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: the physical device was not returned for evaluation; one photo was provided for review. The photo shows a physician holding a catheter with both hands, and the fracture is clearly visible in catheter tube. Therefore, the investigation is confirmed for the reported catheter fracture and restricted flow rate issues. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. G3, h6 (component, method, result, conclusion) section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent a port placement procedure using the powerport ti. 1 months and 15 days post procedure, the port allegedly found with slow infusion rate. It was further reported that post-infusion swelling developed at the subclavian site. The current status of the patient was unknown.

Event description:
On (B)(6) 2025, a patient underwent a port placement procedure via right subclavian artery in the right chest wall using the powerport ti. On (B)(6) 2025, post procedure, during the third administration of chemotherapy, it was reported that the port allegedly found with slow infusion rate. It was further reported that post-infusion swelling developed at the subclavian site. The current status of the patient was unknown.

Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: although the physical device was not returned for evaluation, one photo was provided for review. The photo shows a physician holding a catheter with both hands, and a fracture is clearly visible on the external portion of the catheter tube. Therefore, the investigation is confirmed for the reported catheter fracture and restricted flow rate issues. The definitive root cause could not be determined based upon available information labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. B5, g3. Section a through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.